Event description:
It was reported an medical intervention due to weight bearing pain and swelling of the knee. Surgeon noted that adverse event may be related to study procedure.

Manufacturer narrative:
Clarifying event description.

Event description:
It was reported an aspiration and a steroid injection due to weight bearing pain and swelling of the knee. Surgeon noted that the adverse event may be related to study procedure.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).